Manufacturer narrative:
Batch record review: a review of lot file for b103 was performed. There were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot b103 was performed. There was 1 additional complaint reported for photoactivation module leaks to date for this lot. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).

Event description:
The customer reported a photoactivation leak that occurred during a treatment procedure. Customer called in to report receiving a photoactivation leak alarm right after photoactivation was complete. Customer stated that she aborted the treatment after the alarm and when she unloaded the photoplate, it was cracked and blood products had spilled into the photoactivation chamber. Service order: (B)(4).